Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole near the proximal ro marker on the body of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole in the proximal ro marker. Based on the device analysis and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, and no abnormalities were reported during the assembly process. It is possible that the factors encountered during the procedure or the interaction with the scope could have caused some friction through the working channel and this could have caused that the balloon was pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.